Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.

Event description:
Healthcare professional reported extracapsular rupture, axillary lymphadenopathies, and mammary microcysts, confirmed via ultrasound. The event of "mammary microcysts" is deemed not device related. Record is for left side. Device has been explanted and replaced with another manufacturers device.

Event description:
Healthcare professional reported left side rupture, and lymphadenopathies. Healthcare professional additionally reported microcysts not related to the device. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: - rupture: observed broken device assessed as fold flaw opening. - lymphadenopathy: unable to observe as it is not related to the manufacturing process. - cyst(s): unable to observe as it is not related to the manufacturing process. As per the investigation procedures, non penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9; h3; h6